Event description:
Following a diagnostic procedure, an angio-seal device was placed and hemostasis was successfully achieved. Thirty-five minutes later the post-placement tension spring was removed, the suture was cut (as outlined in the instructions for use), and the patient was moved to the floor. Two and a half hours later the patient told the nurse coming on duty that they had got up earlier to ambulate, felt a "pop", and noted bleeding from the procedure site. The patient was returned to bed where manual pressure was applied and hemostasis was achieved. The patient reportedly had a large area of ecchymosis with a small hematoma noted the next morning; the pulses were noted as 3+ and the patient was listed as being in stable condition.